Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The paramedics were called to treat a blood glucose reading of 920 mg/dl. The paramedics were afraid that customer would go into coma. Customer stated that he woke up high in the 500 mg/dl range. Customer treated with insulin pump. Checked blood glucose reading, it was 520 mg/dl. Customer had a heart attack. Customer was treated with IV insulin. Nothing further reported.